Event description:
It was reported that the patient experienced a replacement of a spectra penile prosthesis(spp) device due to unspecified reasons. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted. Additional information received that the reason for the revision was an infection of the ipp device months ago. The patient outcome was reported to be recovering.